Event description:
Patient stated during the call he heard the high low tone before and it turned out to be "one of my leads was bad or something". This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).